Manufacturer narrative:
No product was returned for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that while using it in the anesthesiology department, the zero calibration could not be performed. It could be used only after replacing it with a new one. There was patient involvement, but no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.